Event description:
Rear armrest receiver p2, 1/4-28 x 1 hex cs, 1/4 an washer flat thin. End user alleges he "leaned on his armrest and the arm gave way. He caught himself and prevented falling out of the chair by grabbing the joystick."

Manufacturer narrative:
No failure found.